Manufacturer narrative:
Additional information was received on november 12, 2020. In addition to the issues reported previously, the patient also had fibroadenoma of the right breast that was biopsied in 2017. The event date has been updated to reflect this. Additionally, a mild double bubble deformity of the left breast was noted. See 1645337-2020-15622 for the left sided prosthesis report. This report relates to the right prosthesis. The pathology from the explant were as follows: inflamed fibrous capsule with silicone globules. Ruptured silicone implant. On (B)(6) 2020 the patient had 250cc mentor memorygel breast implants placed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent breast augmentation revision with a 450cc mentor memorygel breast implant experienced right sided rupture accompanied by pain post procedure. The patient visited the physician¿s office and received a medical diagnosis for the rupture. As a result, explant without replacement was performed on (B)(6) 2020.